Event description:
It was reported that on july 1, the left switch bank of the selenia dimension was stuck and the c-arm completely turned upside down. The radiologist was experiencing stuck switch issues, but the c-arm rotated unexpectedly the last time. A field engineer examined the device and found bad c-arm switches. The field engineer ordered and replaced the left and right c-arm switches per manufacturer specifications, and performed operational tests and artifact evaluation with no problems found at this time. The system is functioning properly and meets all manufacturer specifications. No injury was reported.

Manufacturer narrative:
It was reported that the left c-arm control switch was stuck and the c-arm turned upside down. A field engineer (fe) examined the equipment and replaced the left and right c-arm control switches to resolve the issue. No patient or user injuries were reported. The device history showed that the issue did not return after the control switch replacement. The c-arm switches were replaced but not returned for further investigation. The c-arm switches were 3328 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded motion was related to an issue with the c-arm control switches. The likely cause is related to natural wear and tear on the component due to the high component age of 3,328 days. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the c-arm switch issue could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for the c-arm switch issue related to the c-arm switch replacement. The complaint review identified the c-arm control switches were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. The c-arm control switches were installed on this gantry with no issues noted. System product code: sdm-00001-3d, serial number: (B)(6), system manufacture date: may 15, 2015, system installation date: may 22, 2015, unique device identified (UDI): (B)(4).